Manufacturer narrative:
Upon receipt of additional information, it was determined that the event reported in MFR 8030665-2024-00418 was unrelated to the cycler set, and is not a reportable event related to fmcrtg products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on MFR 8030665-2024-00418.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that their liberty cycler had experienced the cycler powered down during step 2 of setup. The patient contact stated that once the cycler was back online, the fluid from the bags started to leak into the tubing. The patient contact advised the cones had been broken while on step 2 of the setup. Advised the patient contact to re-setup with all new supplies. No patient involvement was reported. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or medical intervention as a result of the reported event. The patient is continuing on pd therapy without any issues. The patient had completed their treatment. The patient contact explained that they had a neighborhood power issue for about two hours. Once the power was up again, the cycler came back up and a cassette fluid leak occurred. The cassette started leaking during the second fill of treatment. The sample is not available for return.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that their liberty cycler had experienced the cycler powered down during step 2 of setup. The patient contact stated that once the cycler was back online, the fluid from the bags started to leak into the tubing. The patient contact advised the cones had been broken while on step 2 of the setup. Advised the patient contact to re-setup with all new supplies. No patient involvement was reported. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or medical intervention as a result of the reported event. The patient is continuing on pd therapy without any issues. The patient had completed their treatment. The patient contact explained that they had a neighborhood power issue for about two hours. Once the power was up again, the cycler came back up and a cassette fluid leak occurred. The cassette started leaking during the second fill of treatment. The sample is not available for return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.